Event description:
It was reported to tyco healthcare/kendall on april 28, 2008, that a customer had a problem with a dialysis catheter. Customer reports that a pt has experienced cracking of the venous hubs. Catheter was exchanged due to the cracking of the venous hubs.

Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.